Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The center frame has a carriage bolt that goes thru the crossbar is stripped.